Event description:
The patient was revised due to potential alval. After the primary surgery, the patient suffered from pseudotumor, tumor, and the pain in the femur. The patient's level of adl is low. Patch test was done. Black foreign matter was noted in the head junction of the stem neck. The tissue around the sliding surfaces in the joint capsule were found necrosis and scared, and no bleeding was noted. Pseudotumor was found through CT in inner cavity of pelvis. Bleeding was noted after clear liquid from the holes made by k-wire in the proximal part of femur and periarticular site. Granulation tissue like fibrous membrane was found and a piece of it was collected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.